Event description:
Reporter indicated a dell vns handheld computer was freezing during interrogation. Reseating the flashcard and performing soft and hard resets did not resolve the screen freezing. The handheld computer and flashcard have been requested for return.